Event description:
It was reported that a patient underwent an l4-s1 matrix tpal procedure. The procedure was performed as a mini open wiltse approach. The surgeon performed the tlif portion first and then followed with pedicle screws. The tlif at l4-l5 went well with insertion of a 16mm tpal spacer. During impaction of the 15mm tpal spacer at the l5-s1 level, the spacer broke nearly in half where the central lumen resides. Either during retrieval of the broken pieces or when the implant broke, patient experienced a dura tear. The surgeon performed a midline incision to repair the dura tear and was able to place another implant which extended the case 2-3 hours. The surgeon continues to monitor patient. Upon placement of the second tpal spacer, the spacer would not release from the tpal spacer applicator inner shaft. Surgeon used two different applicators and experienced the same issue. Surgeon disassembled the instruments and was able to wiggle the spacer from the applicator for release. A larger spacer was used to complete the procedure. Spacer was discarded by the hospital. This is report 1 of 3 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Placeholder.

Event description:
This is report 2 of 4 for file (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Placeholder.

Manufacturer narrative:
(B)(4)